Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The event was initially reported as the patient receiving 3 stents in the right coronary artery (rca) and one in the proximal left anterior descending artery (lad) and that thrombosis occurred in the lad one week later. Procedure notes from the facility report that the rca was predilated with a 2.5x15mm maverick balloon and a 4.5x20mm liberte bare metal stent (bms) was deployed in the proximal rca. The lesion was postdilated at 10atms for 15 secs. A 2.5x15mm maverick balloon was used to predilate the proximal lad and then advanced to the diagonal artery to predilate a lesion at the ostium. A 2.5x16mm taxus express2 drug eluting stent (des) was deployed at 9atms for 35 secs in the diagonal and postdilated at 12 atms for 30 secs. The proximal lad was again dilated using the 2.5x15mm maverick balloon. A 3.0x16mm taxus express2 des was deployed in the proximal lad and postdilated. A 3.0x20mm taxus express2 des was also deployed in the proximal lad and postdilated. The patient was given fentanyl, versed, integrilin, angiomax, and nitroglycerin during the procedure. The patient was given 600mg plavix and 30cc of maalox post procedure. A thrombosis occurred one week post procedure but the location has not been confirmed. Additional information had been requested to clarify the event discrepancies, but has not been received.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The reported batch number is unknown. The upn is also unknown, so a review of batches from this model shipped to this customer cannot be completed. The root cause is unknown.